Manufacturer narrative:
H.10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the customer's facility. He replaced the battery charging board and the problem was solved. No further deviations were detected and the unit was put back in service. The root cause of the issue was traced back to a defective battery board.

Event description:
See initial report.

Manufacturer narrative:
No known patient involvement. Livanova (B)(4) manufactures the centrifugal pump system. The incident occurred in (B)(6). Livanova received a report about pressure and flow sensors display "no com. Error" on the centrifugal pump system. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about pressure and flow sensors display "no com. Error" on the centrifugal pump system. No known patient involvement.